Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 456mg/dl. The customer had symptoms such as vomiting and treated with manual injection. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting found that the customer had issues with the infusion set and was advised on proper insertion. Customer indicated that the pump was dropped and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further high blood glucose troubleshooting was performed.